Manufacturer narrative:
Testing and investigation found the device was warm to touch during testing. During a review of the device history s233 (overtemperature) malfunction alarm codes were noted. Further testing found the device fan was running slower than expected. The probable cause of the customer reported overheating was due to a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was "overheating." There were no reported delays of critical therapies while the device was in clinical use. No additional information was provided.